Event description:
A report was received that the patient had an infection at the ipg site. It was noted that the ipg pocket site was red. The infection was not device related. The patient was placed on antibiotics and underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.